Event description:
It was reported that on (B)(6) 2013 the patient presented with silent ischemia and the procedure was to treat a lesion with heavy calcification in the mid right coronary artery (rca) with a 3.0x33 mm xience prime stent and a lesion in the proximal rca with a 3.5x33 mm xience prime stent. The procedure was completed without issue. On (B)(6) 2014 the patient presented with no symptoms but the primary care physician suspected ischemia and angiography was performed. Restenosis was noted at the mid rca and proximal rca where the xience prime stents were implanted. The restenosis was resolved after treating the stenosis with angioplasty and an unspecified drug eluting balloon. There was no adverse patient sequela. There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Ischemia and stenosis are listed in the xience prime long length everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities. The 3.0x33mm rx xience prime referenced is being filed under a separate medwatch MFR number.